Event description:
It was reported that a shaft broke occurred. The target lesion was located in an unspecified artery. A 12mm x 3.75mm nc quantum apex balloon catheter was used to dilate the lesion. The balloon shaft snapped as it was being loaded onto the guide wire. This happened outside the patient. The procedure was completed with another with same device. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Returned product consisted of a nc quantum apex balloon catheter with a nc quantum apex inner packaging pouch, shelf box, and carrier tube/hoop. The batch number on the returned packaging and device match the batch number for this complaint. There was contrast in the inflation lumen. The balloon was tightly folded. There were multiple hypotube kinks. The hypotube was completely separated 76cm from the hub. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. There was no evidence that the confirmed damage was attributable to any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a shaft broke occurred. The target lesion was located in an unspecified artery. A 12mm x 3.75mm nc quantum apex balloon catheter was used to dilate the lesion. The balloon shaft snapped as it was being loaded onto the guide wire. This happened outside the patient. The procedure was completed with another with same device. No patient complications were reported and patient's status was stable.